Manufacturer narrative:
Code 3191 was used to capture surgical intervention this correction report is being filed to update field b2.

Event description:
It was reported that a system explant was performed due to infection with sepsis and the patient was treated with intravenous antibiotics. The patient expired a few days post-explant. This lead has not been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a system explant was performed due to infection with sepsis and the patient was treated with intravenous antibiotics. The patient expired a few days post-explant. This left ventricular lead has not been returned.